Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 88.0 cm, 135.0 cm and 136.0 cm from its proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and had offset coil winds along its length. An unknown substance was observed inside the introducer sheath. Conclusions: evaluation of the returned smart coil confirmed that the embolization coil was unable to advance through its introducer sheath. Further evaluation revealed an unknown substance inside the introducer sheath was blocking the embolization coil and preventing the coil from being advanced through the introducer sheath. During functional testing, resistance was encountered due to the unknown substance inside the introducer sheath and the embolization coil could not be advanced through the unknown substance. After the unknown substance was removed from the introducer sheath, the smart coil was able to advance through its introducer sheath and a demonstration microcatheter without issue. Further investigation of the device revealed kinks on the pusher assembly and offset coil winds on the embolization coil. These damages were likely a result of forceful advancement the device against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician attempted to advance a smart coil through its introducer sheath on the back table. However, the smart coil was unable to advance beyond its initial position in its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.